Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2018 with the following findings: a review of the black box showed one call service 060 communication error. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions or moisture corrosion to the printed circuit board. The call service alarm issue was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 060 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.